Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (therapy electrode pads are no longer connected to the belt) has been confirmed. As received, both of the rear therapy electrode pads were separated from the belt. The root cause of the separated pads cannot be positively identified, but was likely a result of excessive force. Once the belt was reassembled, it was fully functional. No adverse event resulted from the damaged therapy electrode pads. The patient received a replacement electrode belt.

Event description:
The patient service representative assisting a (B)(6) male patient contacted zoll customer support to report that the patient's electrode belt is frayed and pads are no longer connected to the electrode belt. The belt was now showing cords. The patient was issued a replacement electrode belt.